Event description:
The product did not cross the target lesion. There was no patient injury. Inspection of the returned product indicated that the shaft was separated 56cm from the strain relief. It was confirmed to have occurred during the procedure.

Manufacturer narrative:
A report was received that a cypher sds was associated with shaft separation. The event involved a pt of unknown gender, age and medical history. A coronary arteriogram revealed a lesion of unspecified characteristics in an unknown vessel. During attempted placement of a 2.50 x 18mm cypher stent the stent delivery system (sds) failed to cross the lesion. No other information was given and it is unknown if the procedure was completed with another product. The device was returned for failure analysis. The unit was broken in two parts. The area of shaft separation was located at 63.2 cm from hub. The proximal portion was kinked 8 cm from the hub. The broken edges were oval indicating the device may have kinked before separating into two pieces. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional investigational questions to the customer failed to identify if the device separated during use in the patient. It was only reported by the account that excessive force was applied to the product. Conclusion: product separation was confirmed by failure analysis however, without further information it is not possible to draw a conclusion about the relationship between the device and the event. Device handling may have been a contributing factor.